Event description:
Patient reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, fold creases, and a curved opening. A leak test was performed and found one opening. A microscopic analysis identified a curved sharp opening on the valve bond edge assessed as unidentified(tear) opening(no shell thickness due to opening is under plug strap). Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening due to unidentified(tear) opening. Reason for reoperation reported as deflation.

Event description:
Patient reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.